Event description:
During this case the tip of the burr broke in the bone, a second burr was opened with the same lot number and there were no problems with that burr. There was no adverse effect on the patient due to this.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.